Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Macroscopic review confirms driver tip breakage. Fracture surface examination reveals a fairly brittle fracture with river lines and a fracture surface morphology consistent with bend stress overload. The location, fracture morphology, and length of the driver shaft suggest overload as the mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion. It was reported that the distal tip of the driver broke off in the head of the bolt during removal of a nut. The tip was retrieved from the patient. No patient complications were reported.